Manufacturer narrative:
Initial.

Event description:
It was reported that the user accidentally entered four dinner announcements, after which he pretreated with carbohydrates to avoid hypoglycemia and was advised to continue monitoring and follow emergency options if a low occurred. Symptoms included concern for low blood glucose, with a current blood glucose of 84 mg/dl. Outcomes included user self-management with education on hypoglycemia recognition and treatment, and no hospitalization. Investigation included a complaint review and user troubleshooting and education regarding insulin action time and monitoring. Investigation of this case revealed user error related to multiple meal announcements without device malfunction, with rapid-acting insulin expected to clear within approximately two hours. It was concluded, based on previously established findings for similar reports, that the cause was user error.